Event description:
It was reported the lead was undersensing and had no capture in both unipolar and bipolar polairities. It was suspected that the lead issues were due to an atrial ablation. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.